Event description:
It was a reported that a 70lb crt monitor fell from the boom; several feet above the ground. Mounting screws had failed, allowing the assembly to fall. No injury was reported from this incident; no patient was involved and the operator was not affected. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.